Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A 1.50mm rotalink¿ plus was selected for use. During preparation while testing the burr outside the patient with maximum rotations of 200000 k/s, excessive heating and burning smell were noted. The distal extremity (tip) of the device fractured and broke. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer unit and burr unit were received together. The advancer knob was received loosened in a midway position. There were numerous kinks throughout the sheath. The burr was received detached/separated in a small plastic container. The annulus was damaged, not rounded and flared. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0 mm burrs 190,000 rpm¿.(B)(4).

Event description:
It was reported that tip detachment occurred. A 1.50mm rotalink¿ plus was selected for use. During preparation while testing the burr outside the patient with maximum rotations of 200000 k/s, excessive heating and burning smell were noted. The distal extremity (tip) of the device fractured and broke. No patient complications reported.